Event description:
The customer reported that the system displayed disk error messages, would not boot up and there was a potential issue with the hard disk drive and the memory. No pt injury was reported.

Manufacturer narrative:
The customer plans to do a general inspection and check the system's hard disk drive and memory. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.